Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported having 2 active devices per x-ray that had received. After some discussion it was determined by the hcp and manufacturing representative (rep) that the patient only had one implant and had previously had another implant that was replaced but the lead remained in use. The patient reported that the therapy had never helped their symptoms since they were first implanted. Patient then stated, "maybe it helped in the beginning but not anymore" and that they talked to their managing health care provider (hcp) and they were going to remove their implanted systems. Patient didn't know the date for when this would occur. Patient stated the first implant that showed it was explanted in device registration was not explanted and that that device was still implanted. Patient stated that they have 2 implanted systems, their original implant that was implanted and then the 2nd one they received is the second system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the healthcare provider (hcp). The hcp clarified, the confusion about the number of implants the patient has had. The hcp reported, the patient had two devices, but the device on the left side was old and no longer functioning. The old device was left inside, when the new device on the right side was placed in (B)(6) 2021. Hcp stated, the patient went for an MRI, but could not complete as they no longer had the remote for the old device. And could not confirm, it was off. When asked, the cause of the therapy not helping the patient. The hcp stated, the most likely cause was, due to the patient no longer having the remote for the device to verify, it was in MRI mode. To resolve the issue, the hcp reported, the patient had the old device on the left side removed on (B)(6) 2024. And the functioning device on the right side remained. The issue has been resolved.